Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 188 mg/dl. The customer removed the battery before the call for a while, without any results. The customer stated that the button error alarm did not occur right after moisture damage. The customer stated that the button was not pressed for 3 minutes or longer. The customer was not able to clear the alarm. The customer was advised to revert to a backup plan per health care provider's instructions.